Event description:
Globus medical, inc. Received notification from a sales rep via e-mail that a globus manufactured screw had broken. On (B)(6) 2011 a female pt underwent surgery for removal of two transition screws at level s1. The left side screw was broken, the right side screw was intact. The left side broken screw was replaced with a transition 8.5mm ha polyaxial screw 50mm. The right side screw was replaced with a transition 7.5mm ha polyaxial screw 50mm. Initial surgery date was (B)(6) 2009.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for eval however a review was conducted of all applicable material, manufacturing records, storage records, and distribution records according to the description of the product. All records revealed the product lot was manufactured within specifications, maintained, and distributed in accordance with all federal, state and operating procedures. Based on record review of all available info, it is determined the transition 6.5mm ha polyaxial pedicle screw design conforms to all applicable standards and there was no deviation in the manufacturing process. There is no indication that the issue was a result of product defect or malfunction.